Event description:
It was reported that, the patient states that he began experiencing problems with stiffness and soreness in (B)(6) 2011 for which he received cortisone shots. He went to his surgeon as a result of receiving the recall letter. Patient had blood work and MRI on (B)(6) 2012. Doctor diagnosed abnormal tissue involvement and significant cobalt and chromium level elevations. He will be scheduled for revision surgery at some time in the future based on his recovery from revision surgery on the right hip which will take place in (B)(6) 2012.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.